Event description:
Used the buddy lite to warm fluids (burn patient), loaded the cassette, primed the line, attached it to the patient, and turned it on (ivf [intravenous fluids] not under pressure, just wo). When on, finally noticed fluid leaking. IV locked and fluids locked. After transfer of pt to trauma bed and everything settled down, disconnected the buddy lite from pt, IV was flushed and patent. Buddylite disposable set ref 905-00010p. Tubing was stopped and removed from patient use. IV was flushed without incident and infusion continued. No documentation to support hypothermia. Admitted to ICU and discharged, to follow up with burn clinic.